Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Customer inquired about pump insulin on board (iob). During troubleshooting with tandem technical support, pump history was reviewed and indicated that customer had delivered a 20 unit insulin bolus for 233 grams of carbohydrates. Reportedly, customer had intended to bolus for 33 grams of carbohydrates. Customer took glucose tablets and blood glucose level was 92 mg/dl.